Manufacturer narrative:
Siemens healthcare diagnostics has identified five feature issues with the (B)(4) lab data manager. The issues pertain to result unit conversions, quality control processing, virus protection, system performance degradation, and orders received from (B)(4) being rejected. An urgent medical device correction (umdc) entitled "(B)(4) lab data manager system software issues" was sent to customers in the united states in august 2015. An urgent field safety notice (ufsn) entitled "(B)(4) lab data manager system software issues" was sent to customers outside of the united states in august 2015. The umdc and ufsn describe the issues and provide actions the customer can take to prevent and mitigate the issues.

Event description:
A siemens customer care center (ccc) specialist for a customer site discovered that the (B)(4) lab data manager would become slow. The customer was not able to query for patients and the screen was unresponsive. There are no known reports of adverse health consequences due to this issue.